Event description:
Complaint report states, "in 2009, the port was placed in the pt's left upper arm for chemotherapy. The port was secured with sutures at two points of fascia. After the placement, the pt's condition did not have any problem. On 06/18/2009, it was confirmed that the catheter was disconnected from the port. The catheter was found to be flowed into the right atrium. The physician removed the port, the locking sleeve (which was attached to the port nozzle), and the catheter, which had been flowed into the right atrium, with a retrieval catheter." After the removal, the pt's condition was stable without any serious adverse effect.

Manufacturer narrative:
An inventory of the returned pieces included the port body, catheter (approx 48.5 cm) and the catheter lock w/attached locking sleeve. All components were dimensionally characterized and found to be within mfg spec. A visual inspection of the port was conducted. Bruising inherent of a proper connection was not found on the returned portion of the catheter. A lack of bruising on the catheter would suggest that the catheter was not properly advanced past the ring of the port outlet tube. It is suggested the user review "catheter implantation" found in the suggested instructions for use (IFU). This section documents the suggested methods for attaching the catheter, using the catheter lock, to the port outlet tube.